Manufacturer narrative:
After the procedure, the hospital retained the product. A lot history record review was completed for the product, there was no nonconformance associated with the lot number.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tip of the dissection tip broke off in the pt's leg. Staff had to make extra incisions in order to retrieve the piece. The hospital did not report any pt complications as a result. On 9/14/2009: maquet account manager received add'l info from the harvester. The harvester had completed the case, and handed the device to the scrub tech, when they noticed that the base of the dissection was fractured and had broke off in the pt into multiple pieces (not the tip). They retrieved the pieces from the original incision site and did not have to make any add'l incisions. The case had already been completed with the same device.